Event description:
Additional information from the patient reported they never had therapeutic effect. They saw a manufacturing representative (rep) who reprogrammed the device. The rep said that when the implantable neurostimulator (ins) was originally installed, it was not stimulating enough area, not big enough. The patient said they felt stimulation in the correct area, all the time, and did not have any allegations as far as feeling stimulation. The rep told the patient that after the reprogramming that the patient was going to have better coverage of the area and they should have better results. The patient has not noticed any improvement after reprogramming and the results are about the same. They were instructed to leave it on program 1, and they have been increasing the voltage. The patient was at 1.5v and now they are at 1.6v. They used to go to other programs and tried 2-3 other programs, but cannot go to other programs on their patient programmer (pp). During the report, the patient was able to use the patient programmer and scroll over programs. It was noted that the patient programmer was working as intended. The patient also reported, at first, they were told to raise stimulation. That caused severe constipation. They called the manufacturer and they told the patient to notify their healthcare provider (hcp). They saw their hcp and the rep at the appointment. The hcp gave them a prescription but did not even look at the device. The rep reprogrammed the device. It was suggested that the patient can still work with the voltage on program 1 and increase stimulation, and the patient said they would go higher. It was reviewed how programs work, if increasing stimulation on program 1 does not help to ask the hcp for further instructions. Additional information on (B)(6) 2016 clarified that the patient only saw their rep two times. Once at the implant and then again on (B)(6) 2016, when they went in for reprogramming. That is when the hcp stuck their head in a gave them the prescription for the laxative. They were still having some leakage, but they were increasing the voltage once per week to monitor the effects. They were at 2.0v on program 1 at the time of the report. The leakage improved some and depends on how active the patient is. The constipation has resolved.

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient felt stimulation. There was no medical procedures/emi (electromagnetic interference) that could be related to this issue. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The doctor told him that he would see him in a year. The patient felt stimulation in the correct area (i.e. Bike seat). The patient felt stim appropriately but has not taken care of his leakage. He has turned it up to 2.9 where it does take care of the leakage but then causes cramping and constipation until he turns it down and then leakage returns. This was considered a sudden change in therapy/symptoms. Constipation issues. Leakage issues. Cramping, aching pain in right side. Event date: constipation issues (B)(6) 2016 leakage issues since implant on (B)(6) 2016 cramping, aching pain in right side (B)(6) 2016. Indications for use noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the patient reported that after the complaint they had an appointment with their healthcare provider (hcp) and the manufacturing representative (rep) on (B)(6) 2016. The rep changed the programs on the unit and the patient was informed that the constipation had nothing to do with the unit. Even after programming the patient said they are still having problems with leakage. Their hcp prescribed medication for the constipation. The medicine has reduced the frequency of constipation to a certain extent. They noted leakage still exists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that he had an appointment with the hcp (B)(6). The patient wanted to ensure that a rep would be at the appointment. The patient stated that last time he called the hcp and the hcp said a rep would be there and no one showed up. The patient noted that if they didn¿t get this resolved soon he would just have the device taken out. The patient stated that he was still experiencing the severe constipation, stomach cramps and soreness. The patient was wondering if they crossed up some wires or something and it was reviewed that there was only 1 lead. The patient stated that the first rep didn¿t program the device in a large enough area to get coverage so a new rep did reprogramming. The patient stated that the problem he had was the constipation. The patient stated that the hcp didn¿t do anything to help with the device and it¿s always the rep.